Event description:
The following was reported through a review of the article titled ¿efficacy and safety of ab externo phaco-canaloplasty versus first-generation istent bypass implantation combined with phacoemulsification in patients with primary open angle glaucoma-early results¿. Reportedly, following cataract plus trabecular microbypass stent procedures (in 45 eyes), postoperative complications included opacity of the posterior capsule, transient increase in iop, stent obstruction, malpositioned stent, blurred vision or visual disturbances, including report of bullous keratopathy. One (1) of these patients was treated conservatively, while the other qualified for surgical intervention due to ineffective local treatment. Additional information is being requested. This report references the cases of capsular opacity, corneal edema (bullous keratopathy), and decreased/impaired vision.

Manufacturer narrative:
Additional information: patient age or date of birth, sex, relevant tests/laboratory data, and other relevant history: mean and mode used. Publication date used as event date. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these devices lot numbers could not be reviewed. A review of the device labeling including the risk analysis was completed. Opacification, decreased/impaired vision and edema are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00016 for the reported cases of stent obstruction and malpositioned stent.